Event description:
Caller reported alarm 2, indicating an occlusion issue with the insulin pump. Blood glucose levels of the customer did not exceed 500 mg/dl, and no adverse impact was reported concerning the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, resumed insulin delivery, and no further assistance was needed. The case was closed by cts.